Event description:
It was reported that during a cadaver laboratory, it was observed that the attachment device was running hot. The event did not occur during surgery. There was no patient involvement reported as the device was for cadaver use only. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was known to have occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter: contact number was not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the bearings were worn out and were no longer in axial alignment, which caused vibration. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.